Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was visually inspected to the external part of the device. The manufacturer found small dark spots around the sd card flip, air inlet, dc input connector, humidifier latch slot and the iso air outlet. The black foot pad had evidence of a white contamination. The device was powered on and delivered therapy. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was visually inspected internally and the manufacturer found evidence of severe insect contamination on the interior enclosure. There was evidence of insect excrement. The manufacturer found evidence of a green contaminant which is consistent with liquid dried on the device. The device also has evidence of liquid ingress and mineral deposits on the blower box, assembly and blower motor assembly. There was no evidence of sound abatement foam degradation. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination to the device is consistent with being from an external source.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to manufacturer's product investigation labaratory for further evaluation. Upon external investigation observed small dark spots on and around the sd card flip cover and air inlet. Similar spots were also observed at the p4 dc input connector and the iso air outlet. The black foot pad nearest the p4 dc input connector also had indeterminate white contamination on it. Internal investigation of the base unit found evidence of a severe insect infestation on the interior of the device enclosure, including desiccated partial insect remains and what appears to be insect excrement. Evidence of liquid ingress and mineral deposits were observed in the blower box assembly and on the blower motor assembly the device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there no evidence of sound abatement foam degradation was observed. However, evidence of a severe insect infestation and mineral deposits consistent with carbonate residue are present, which may be directly related to the patient's complaint.